Event description:
It was reported that during use the bd vacutainer® edta 2k tube had a crack in the bottom of the tube that caused leakage. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.